Event description:
On july 7, 2006, the lay user/reporter, the patient's mother, contacted our international affiliate alleging the one touch ultra meter would power off during use. The international affiliate spoke with the reporter on july 10, 2006 to obtain and verify information. About 6 days prior to the report, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. The last successful blood glucose reading was 6 days prior to the report at 1:00 am, with a reading of 'greater than 5.0 mmol/l' (converts to 90 mg/dl). The patient had an ear infection since 10 days earlier and had experienced no symptoms of high or low blood glucose levels. About 5 days after infection, at 8:00 am the patient was found conscious, but unresponsive. Her mother contacted the physician, who recommended the patient be taken to the hospital. By mid-day, the patient was taken to the hospital, where her blood glucose level was tested to be 2.1 mmol/l (converts to 38 mg/dl). She was treated with a glucose gel and an oral glucose supplement. The patient was admitted to the hospital for two days, her blood glucose level was tested every two hours, and was treated with antibiotics for the ear infection. Her admitting diagnosis was hypoglycemia due to the ear infection. Upon discharge, the patient's blood glucose level was 5.6 mmol/l (converts to 101 mg/dl). The patient is not diabetic, but has the condition called mcad, a deficiency of medium chain acyl coa dehydrogenase, an enzyme necessary for the metabolism of fat. These patients experience hypoglycemia. During the day before, when the patient was unable to test her blood glucose levels due to the power issue on the reported meter, she ate her normal dinner at 7:00 pm, and toast at 8:00 pm at bedtime. The patient also had taken a glucose supplement during the day. She experienced no symptoms of hypoglycemia the day prior to the event. The patient had no backup meter. The patient tests her blood glucose level twice per day. She takes lucozade, a sport energy drink, and maxijul, a powdered carbohydrate supplement, when she feels unwell and when her blood glucose readings are below 4.0 mmol/l (converts to 72 mg/dl). The patient seeks medical attention when her blood glucose level is below 3.0 mmol/l (converts to 54 mg/dl). The tsr determined during the troubleshooting telephone call the patient had not replaced the meter's battery per manufacturer's recommendations. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. The patient had been unable to test her blood glucose level due to the power issue on the reported meter, the next day she became hypoglycemic and required emergency medical attention and admission to the hospital. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.